Event description:
It was reported that the device was used during a laparoscopic gastric sleeve procedure. The staples did not form in the middle of the cartridge and some were missing. Staple line: first third of staples deployed, second third there were no staples, and the last third there was a "mess" of staples. The device was fired with (7) green reloads and (2) blue reloads and this incident occurred on both blue reloads. It is believed they may have fired across an existing staple line. The same device was reloaded and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Joint cover. The analysis found that one device was returned in good visual condition and with a (B)(4) cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during the functional test. In addition, two (B)(4) fully fired were received. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Stomach. At what location on the tissue? At apex of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 8th and 9th. During which stroke did the event occur? Strokes were complete. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes if so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? No.